Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain and radiculopathy. It was reported that the patient's therapy was not changing with positions. The patient called because they "need some programming done". The patient stated that their programming has gone awry because their device is not recognizing when they change positions. The patient stated that it makes a difference because the stimulation is too strong when they are in certain positions and they can't change it. Patient services initially explained to have a manufacturer's representative (rep) reprogram their device at a doctor's office. The patient was offered healthcare provider (hcp) listings as they had moved. Patient services called the patient back to troubleshoot if adaptive stimulation (as) was on. The patient cycled throughgroup a, b, and c and none showed a position or the as icon. When enabling program b stimulation was too high so it was turned down. The patient was instructed to the as screen and was asked to press the sync key to enable it. The patient successfully turned as on and showed that they were in an upright position. The patient laid down and reconnected and confirmed that the device recognized the change in position. The steps to activate as were reviewed with the patient. The patient may have accidentally turned as off. The issue was resolved at the time of the call. The patient called back and reported that their stimulation was changing unexpectedly in positions. The patient said that they are "not sure what is going on" when they move from one position to another. The patient stated that this is not the same as the programming off. The patient stated that sometimes their amplitude is increasing like if they are walking, bends over, and straighten up, the stimulation seems to be out of kilter and amplitude increases suddenly on them,. The patient decreased stimulation so they don't get a shock or something. The patient said this has never happened before, and sometimes it's from when they go from reclining to standing and other times it happens when they are walking. The patient stated that stimulation is so strong and buzzing in just their legs. The patient stated that stimulation is not uncomfortable all the time, but it is intermittent. The patient had to change groups because it was too strong, so they switched back to group a. The patient said group a still changes unexpectedly, but is not as strong because they lowered the amplitude. The patient was redirected to their hcp for reorientation. No further complications were reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6) 2017. The patient reported that she could not identify any change in activity level, unless she may have concentrated more on using the elliptical machine than the recumbent bike. The patient reported that she lowered stimulation as much as possible before exercise and relied more on medication. The patient reported that using the pool had reduced impact. The patient reported that the stimulation increasing unexpectedly had improved considerably. The patient reported that she was more cautious about impactful exercises and reduce time spent on machines that may contribute to the problem. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.